Event description:
This study patient underwent carotid artery stent implantation and suffered a stroke. The patient had a medical history that included symptomatic stroke, dm and hyperlipidemia. The target lesion was left internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 65%. A percusurge (5.5mm, lot unk) was used for the procedure and stent placement (precise) was successful. Pre-dilatation (4mm/10atm) was performed with balloon catheter (brand unk). Soon after the cas procedure was finished, the patient developed a stroke with a symptom of paralysis on his right upper limb. Treatment was not given to the patient. Cerebral infarction on the ipsilateral side was confirmed by MRI. The paralysis on the right side is still remains. According to the physician, there was no casual relation between the precise stent and the stroke. He thinks the flow reverse by the percusurge was not properly operated and this led to the stroke. Medication given pre procedure consisted of aspirin and insulin human. Intra-procedure heparin sodium & clopidogrel, and post-procedure pravastatin sodium, aspirin, clopidogrel and insulin human (genetic recombination). The stent remains implanted thus unavailable for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No excursions were found for lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported event.